Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin.net transmissions revealed that the atrial lead exhibited noise which caused inappropriate auto mode switch episodes. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
During an ICD replacement, blood was noted on the atrial lead pin. The blood on the pin was suspected to be causing the atrial channel noise. The connection was cleaned. The patient is in stable condition.